Event description:
Pt revised for instability, found cup loose.

Manufacturer narrative:
The device associated with this report was no returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated.